Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose and wanted to test the insulin pump if it was working correctly. The customer¿s blood glucose level was over 600 mg/dl. They treated with an insulin pen. Troubleshooting was performed. The insulin pump¿s settings were programmed accurately. The high-pressure test was performed twice and the insulin pump did not pass both times. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was not received in manufacture mode. Unit power up properly after battery installation. Unit was received with operating currents within specification. Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.08690 inches. No unexpected insulin flow blocked alarms noted. Unit was received with the insulin flow blocked alarm functioning properly. Unit was received with minor scratches on case, pillowing keypad overlay and minor scratches on lcd window.